Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2012; 5076-45 lead implanted: (B)(6) 2006, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. Approximately three weeks after the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead implant, it was noted that the patient was in a ventricular arrhythmia and received high voltage therapy. The right ventricular (rv) lead exhibited occasional ventricular undersensing and some double counting of the ventricular arrhythmia.